Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose. The customer reported that they received a no delivery alarm. The customer reported that the tubing was getting bent. The customer's blood glucose was 44 mg/dl at the time of incident. The customer stated that they treated the low blood glucose with glucose tablets. The customer stated that the no delivery alarm was resolved by a complete set change. The customer was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.